Manufacturer narrative:
The device is not available to evaluation. The device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. The following instructions for use (IFU) and training manual were reviewed IFU commander delivery system with s3 thv and procedural training manual. Precautions long term durability has not been established for the thv. Regular medical follow up is advised to evaluate valve performance. No IFU training deficiencies were identified. The reported event is unable to be confirmed; therefore, a complaint history review is not required. A risk assessment was performed on the reported event. The risk of inadequate thv performance over time and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials refresher training on patient screening, thv sizing, and post procedure care. Users are informed of the residual risks associated with use of the delivery system, valve, and sheath through the potential adverse events section in the instructions for use (IFU) and or device training materials. The benefits of the system outweigh the risks associated with inadequate thv performance progressed over time. Since no product non conformances or IFU training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required. Since no manufacturing non conformances or IFU deficiencies were identified, corrective action (CAPA) is not required. The reported event was unable to be confirmed since relevant imagery were not provided for evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that proper inspections are in place to detect issues relating to the complaint. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100 percent visually inspected for defects and 100 percent tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, approximately 3 years 10 months post implantation of a 23mm sapien 3 valve in the aortic position via transfemoral approach, a valve in valve was performed via subclavian approach with a non edwards valve due to central ai of the sapien 3 valve. Per the instructions for use (IFU), valve regurgitation is potential adverse events associated with the use of the valve. Regurgitation which develops over time can be due to patient related factors and or structural valve deterioration. In this case, the device was not returned for evaluation as it remains implanted in the patient. No further information was provided despite multiple attempts to obtain additional information. A definitive root cause is unable to be determined based on the limited available information provided.

Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the cause of the central regurgitation is unknown. However patient factors not provided may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate, approximately 3 years 10 months post implantation of a 23mm sapien 3 valve in the aortic position via transfemoral approach, a valve in valve was performed via subclavian approach with a non edwards valve due to central ai of the sapien 3 valve. The procedure was successful.